Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to release from the catheter. The handle was pushed forward and backward repeatedly, and the clip was able to detach. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter. Correction: a1: patient identifier. Block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection noted the device was returned without the clip assembly and evidence of full deployment. Microscopic examination was performed and found evidence of full deployment. No problems with the device were noted. The reported event of clip difficult to release from catheter was unable to be confirmed. The investigation did not detect any problems related to the reported issue, clip difficult to release from catheter as the device returned fully deployed. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip difficult to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all additional information, the most probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to release from the catheter. The handle was pushed forward and backward repeatedly, and the clip was able to detach. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.